Event description:
During surgery, the tabs broke off the locking screw. The surgeon was unable to get the screw out or completely seated. The screw head snapped off leaving the threaded portion in the pt's bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.